Event description:
It was reported that insulin gauge displayed amount different than expected, as pump showed 50 units when customer expected 150 units, and issue had occurred on prior day. There was no reported impact to the customer¿s blood glucose level. Technical support reviewed pump logs and explained that multiple correction and user-delivered doses reduced insulin from 50 units to 13 units, and customer services assisted when customer remained concerned and requested pump replacement; pump replacement was approved to maintain customer satisfaction and no further action was required on this case.